Event description:
Reportedly, on (B)(6) 2016, the subject device was not implanted due to low battery voltage (3.0v - 89bpm magnet rate).

Manufacturer narrative:
UDI: (B)(4).

Event description:
Reportedly, on (B)(6) 2016, the subject device was not implanted due to low battery voltage (3.0v - 89bpm magnet rate).